Event description:
Customer reports to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was unknown. During troubleshooting, customer confirms that they are using (B)(6) batteries. Customer states that pump did not vibrate at the first vibrate test, but did at the second test with new batteries inserted. Insulin pump failed another series of vibrate test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no vibration during self test due to broken vibrator motor wire. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.